Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (psuj) involved with this complaint and completed the device evaluation. Failure analysis investigations was able to reproduce the customer reported complaint. The unit was moved to psc fixture test platform (pfpt) where it failed at node check. A golden axes controller setup (acu) board was installed, and it passed all tests. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the customer experienced a recoverable error on five occasions, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) 2 due to voltage issues on armnet 2. The system was tested and verified as ready for use. Isi has received the proximal suj, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was done by isi technical support engineer (tse) when the reporter called for support. Investigation revealed the following possible related system errors: error 1126 (the hirose fiber receive power has fallen below the low warning limit) and error 32097 (error occurred, reported by acm in usm2). Additional logs show system (B)(4) was used on (B)(6) 2022 for a ventral hernia ipom procedure. This complaint is considered a reportable event due to the following conclusion: a proximal set up joint was replaced after the completion of the procedure due to multiple 1126 and 32097 errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer experienced a recoverable error on five occasions. The customer recovered from the fault after each occurrence and continued with the procedure. System event logs confirm fiber errors on armnet2 from axes controller setup (acu) to universal surgical manipulator 2 (usm) 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the intuitive surgical, inc. (Isi) clinical sales representative (csr) confirmed that the physician was able to continue the procedure with all the arms the physician was operating with. The fault only occurred the five times during that procedure as mentioned. The csr informed that the isi) field service engineer (fse) did visit the site and did repair the system. The fse was able to reproduce the error. It was a low voltage fiber error and replaced the proximal board and it was fine now. System was tested and verified ready for use.